Manufacturer narrative:
(B)(4) (B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the rod was broken. No additional information is available at this time.